Event description:
Reportedly, after the instrument was fired, the bleeding could not be confirmed. After surgery, confirmed the bleeding from the drain. Confirmed by open procedure, then the bleeding occurred from the staple line where the staples did not form properly.